Event description:
Name of procedure performed: lap chole. Limited information available at the time of the report. The account mgr was not present for the case. [Name] was performing a lap chole when the device broke. There was no patient injury. There are no photos available. The device was discarded by the facility after the case and is not available for return. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a broken event unit could not be confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: lap chole. Limited information available at the time of the report. The account mgr was not present for the case. [Name] was performing a lap chole when the device broke. There was no patient injury. The device was discarded by the facility after the case and is not available for return. Patient status: no patient injury. Type of intervention: ni.